Event description:
The customer reported intermittently the system failed to display an image. No report of pt injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The display adapter and image processor were replaced. The system was then found to be operating as intended.